Event description:
This case was reported by phone from a physician to the affiliate on 24-nov-2009. A physician reported that a female patient was treated with poly-l-lactic acid (sculptra, dilution nos in sterile water for injection) in 2007 (exact date not provided) at nasolabial area, lower mouth angles and lateral area of cheekbones. No local anaesthetic was used. The reporter stated that, after the injection, the area was massaged. The patient was then advised to perform massages at the injected area also at home by herself. About twenty days later (date nos), the patient underwent another treatment with poly-l-lactic acid, repeated again after twenty additional days. About six months later (in 2008, exact date not provided), the patient underwent a new poly-l-lactic acid administration (injection area not specified). In 2009, the patient underwent a new administration of poly-l-lactic acid at the nasolabial area. Of note, an unspecified time prior to the treatment with sculptra, the patient had undergone a dental implant and probably she had taken some drugs (nos). Five months later, the patient experienced a "hard nodule at palpation" at nasolabial area. No corrective treatment was administered. Two months later (date nos), the patient had not yet recovered. Therefore, the physician decided to contact the company to ask for advice for managing this case. According to the physician's opinion, the event could have been due to a "dilution error" or to an error in injection technique (maybe too deep).

Manufacturer narrative:
In 2009, device qc check performed. Additional information received by e-mail from the medical manager of sculptra following a phone call with the reporting physician on 25-nov-2009. According to this e-mail, it seems that the physician realized that he might have made some mistakes during the implant: he did not remember the dilution of poly-l-lactic acid, and he made a correction directly under the nasogenial furrow (site of the palpable, but not visible, nodule), instead of making an adjustment of the area. Practically, he had treated the zone, for his own admission, he had used hyaluronic acid.